Manufacturer narrative:
It was reported that a spectrum pump stops after running for few minutes. There was no patient involvement. No additional information is available. (B)(4). The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump was noisy during running and stops after running for few minutes. There was no patient involvement. No additional information is available.